Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate high measurement or to determine if it could have contributed to the patient's hospitalization. No product lot number was reported; therefore, no lot release records were reviewed. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately. Checking your blood glucose 7 / pages 79-80: you should perform a control solution test when you suspect that your meter or test strips are not working properly and when you think your test results are not accurate or if your test results are not consistent with how you feel.

Event description:
It was reported that the patient¿s blood glucose, carbohydrate intake and insulin history is as follows: (B)(6). The patient began jerking and was feeling unwell so she was transported to the hospital. The pod was worn longer than 48 hours on the leg. It was believed that the patient¿s omnipod personal diabetes manager (pdm) was giving higher bg (blood glucose) reading than her alternative bg meter. At the hospital, she was treated with glucose tablets. In addition, it was noted that there were changes made to the carbohydrate ratio as a result of the event. The details of those changes were not indicated.

Manufacturer narrative:
(B)(4)